Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur."

Event description:
Patient reported they underwent total knee arthroplasty on (B)(6) 2015 on an unknown side. Subsequently, patient was revised on (B)(6) 2015 due to tibial tray subsidence. The acl was removed and the knee was revised to a total knee.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Product left conforming to print as there was no evidence that states otherwise. Visual analysis of the components did not reveal any unexpected results. All of the parts appear to be in good condition except for some tool marks on the bearings and the bent locking bar that was most likely caused by the removal process. Based on these results the complaint is considered non-verifiable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported they underwent a left total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to tibial tray subsidence. The acl was removed and the knee was revised to a total knee. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2015 due to pain and instability. The surgeon stated in the operative report, there was a failure due to overload, as there was an increased inclination on the tibial tray.